Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips and a known-good retained battery. Visual inspection was performed on returned meter. No issues were observed. Meter did not power on with button depression and test strip insertion. Meter was de-assembled and visual inspection was performed on circuit board, no issues observed. No defective component was found. An extended investigation was also performed. The investigation determined that the cause of the blank screen was due to a faulty central processing unit (cpu), thereby preventing the meter from powering on. Since the cpu acts as a communication link between different components on the meter, any damage to the cpu could prevent the meter from powering on. Mix match testing was performed to determine the cause of the reported issue. The returned cpu (central processing unit) was placed on a new unused pcba (printed circuit board assembly) ,but the new unused pcba did not power on. A new unused cpu was placed on the returned pcba. The returned meter was powered on and proceeded to the proper menu. The issue is confirmed due to a faulty cpu. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.